Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: the delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the tdd bolus history. No boluses were programmed or delivered on (B)(6) or (B)(6).. The black box shows on (B)(6) 2017 at 08:38 an eaw175- partial delivery, user aborted (pump) warning was recorded. The pump delivered 8.999u of a programmed 10.0u. A fully delivered 6.3u bolus was next delivered at 08:41..#3 the black box shows a manual time change on (B)(6) 2017 from 08:02 to 09:03. A loss of prime related to a cartridge change was observed on 2017-03-16 09:47; deliveries resumed at 12:00..#4. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. No hypersensitive or stuck key were observed on the keypad..#5. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing..unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose of 520mg/dl with nausea, shortness of breath and vomiting associated with an inaccurate delivery. Reportedly, the reporter stated that the patient self-treated via insulin injection after receiving phone advice from their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals did not match. Troubleshooting for the other history/settings was completed and were performing properly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.